Manufacturer narrative:
This supplemental report is being submitted to provide additional information received. Upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The scope was returned to the service center for evaluation. The bending section rubber was found to be cut. The scope¿s probe was noted to be dented. Non olympus repairs were found on the scope¿s camera switches. The cause of the scope¿s physical damage cannot be determined at this time; however, user mishandling cannot be ruled out as a contributory factor. The investigation of this event is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that there physical defects noted on the scope¿s bending section and insertion tube. There was no patient involvement.